Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. There was no reported impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy.